Manufacturer narrative:
The rv lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after this right ventricular (rv) lead was implanted, x-ray examination following the procedure discovered that the lead had potentially perforated the heart wall. A revision was performed and the rv was successfully repositioned. No additional adverse patient effects were reported.